Manufacturer narrative:
Batch review performed on (B)(6) 2020: lot 113183: 30 items manufactured and released on 03-nov-2011. Expiration date: 2016-09-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a loose stem. 8 years and 7 months after primary the surgeon revised the stem, head, and poly and the surgery was completed successfully. The cause of the loose stem is unknown.